Manufacturer narrative:
The device was implanted and will not return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment, and patient injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to 1. On (B)(6) 2022, the patient returned with heart failure symptoms, and a single leaflet device attachment (slda) was observed. The posterior leaflet became detached was torn down the middle. It is believed that the torn leaflet caused the slda. The mr worsened to 4+. The mitral valve was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, heart failure, mitral regurgitation (mr), and unspecified tissue injury are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported heart failure, unspecified tissue injury (torn leaflet), and mr are the cascading effect of slda. The hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.